Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was unknown. The customer stated they did not expose the insulin pump to a high magnetic field. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. The insulin pump had battery tube threads cracked, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and scratched case.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.